Event description:
Stenting: target lesion was left renal artery. The vessel was heavily calcified and moderately tortuous. Rate of stenosis was unk. The pt was male, age unk. Approach was made from right brachial artery. When the stent was released, it could not cover the distal portion of the target lesion. One more stent size was placed additionally, and the target lesion was treated successfully. There was no pt injury.

Manufacturer narrative:
Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint of inaccurate placement was investigated. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported event.